Manufacturer narrative:
The customer reported complaint for the platform displayed a fault 08 (motor controller fault detected) error message was confirmed during archive review and initial functional testing. The root cause was due to a defective drive train motor. The autopulse platform was manufactured in august 2017 and is less than 3 years old. No physical damage was observed on the autopulse platform during visual inspection. The autopulse platform failed initial functional testing due to fault 08 (motor controller fault detected) displayed upon powering on. The motor controller's built-in fault detection system signals a fault due to defective drive train motor. The drive train motor was replaced to remedy the fault 08 error message. Review of the archive data indicated multiple fault 08 error messages on the customer reported event date. Following the repair, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse platform sn (B)(6).

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During testing the autopulse platform ((B)(4)) using the manikin, the platform displayed fault code 08 (motor controller fault detected) error message. No patient involvement.